Event description:
As reported to coloplast though not verified, pt was implanted with restorelle directfix mesh. Later the pt experienced bleeding, recurrent vaginal prolapse, uterine prolapse, urinary incontinence and constipation. A surgical repair with an additional coloplast novasilk and restorelle mesh placement was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.